Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that all of the pump histories were deleted every time the battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: a review of the black box did not show any evidence of the pump settings being lost during battery changes. The pump powered on normally and successfully completed a rewind, load, and prime sequence. Multiple boluses were performed and successfully recorded in the pump history. The pump was exercised for 24 hours on a 1 unit per hour basal rate, and the pump history correctly reflected 254 units at the end of the 24 hour test. Evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).